Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During procedure, the patient's activated clotting time were 266s, 260s at end of case and heparin was administered. The device was resized and a new sheath and device was introduced. The amulet was implanted. Four hours after the procedure, the patient had blurred vision and developed internuclear ophthalmoplegia. The physician mentioned, it could believed a possible cause was a stroke. The patient stayed in the hospital for 3 days and was released home in stable condition though still experiencing symptoms of internuclear ophthalmoplegia. The patient was reported stable and discharged from the hospital.

Manufacturer narrative:
An event of patient effects stroke/cva and blurred vision were reported. A returned device assessment could not be performed as the device was not returned for analysis. Additional, there was no reported device malfunction associated with the amplatzer amulet. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, a cause for the reported stroke/cva could not be determined. The blurred vision was due to stroke. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During procedure, the patient's activated clotting time were 266s, 260s at end of case and heparin was administered. The device was resized and a new sheath and device was introduced. The amulet was implanted. Four hours after the procedure, the patient had blurred vision and developed internuclear ophthalmoplegia. The physician mentioned, it could believed a possible cause was a stroke. Benadryl was halted and lovenox was administered for stroke and solu-medrol, valium and zantac were also administered. The patient stayed in the hospital for 3 days and was released home in stable condition though still experiencing symptoms of internuclear ophthalmoplegia. The patient was reported stable and discharged from the hospital.